Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4) , serial: (B)(6) , batch: a000100455. The event of high impedance was reported to abbott. The patient is unable to go into MRI mode due to high impedances. Patient has effective therapy. Patient being scheduled for revision. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the ipg could not be set into MRI mode. System diagnostics recorded high impedances on one lead contact. Reprogramming was successful but could not resolve the impedance issue. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead attributed to the issue.